Event description:
Lens recall (B)(6) 2009. Put in eye of my husband, (B)(6) 2010 after cataract surgery, capsule ruptured by surgeon's error. Eye pressures went into the 60's, and there was a mfg defect to the haptic arm of the iol. Not on the recall notice. Will fax to a rep - med report. Recall # 2-0591-2010